Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were long air gaps in the tubing and patient line. The customer's blood glucose (bg) level was over 500 mg/dl and the customer addressed bg level with boluses via the pump. The customer primed the tubing to remove air.